Event description:
It was reported that the patient presented in clinic for a two week post op check. The pulse generator exhibited premature elective replacement indicator; electrocautery interaction was suspected. After a device software download, normal device function resumed.